Event description:
The healthcare provider (hcp) reported the patient heard a series of short beeps that they thought was coming from the pump approximately three times between yesterday (B)(6) 2013 and the day before yesterday. It was later confirmed motor stall noted in event logs with no motor stall recovery recorded. The first stall occurred (B)(6) 2013 at 2052 with the recovery (B)(6) 2013 at 0322. The next stall was (B)(6) 2013 at 0517 with a tube set and no recovery to date on (B)(6) 2013. The patient had increased spasticity, but no other symptoms. The last pump update was (B)(6) 2013 and elective replacement indicator (eri) was five months at that time, but it was noted the pump was alarming due to pump stopped. It was indicated the pump was replaced (B)(6) 2013. The patient recovered without sequela. The pump was used to deliver lioresal (baclofen).

Event description:
It was reported that the pump was replaced as it was nearing end of life and reportedly the patient had heard previous alarms going off every hour. Reportedly, the physician had checked the logs and no alarms related to the hourly alarm as reported was noted. During this pump replacement procedure the catheter was noted to be dislodged thus the patient was not getting his full dose. The patient had not shown signs of withdrawal.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly; corrosion and-or wear and-or lubrication; stall due to shaft bearing.

Event description:
It was later reported that the event logs confirmed 2 motor stalls, but the healthcare provider (hcp) reported the pump was functioning. No volume discrepancies were noted with the pump. Because the patient was so close to eri, they decided to replace the pump. It was reported that ¿things were fine clinically¿. A new catheter was added at the pump replacement. An 8578 catheter piece was added and nothing was changed in the spinal segment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709 0056664r, implanted: (B)(6) 2001, product type catheter. (B)(4). Analysis results were not available as of the date or this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was later reported, the patient had a pump refill in february with no issues until (B)(6). When the logs were read 3 motor stalls were noted. The stalls occurred over a period of 36 hours between (B)(6). The cause was unknown. The patient denies MRI or being in any magnetic field. In spite of only 3 motor stalls noted on logs, the patient and wife claimed they heard beeping approximately hourly after (B)(6). The patient showed no signs of withdrawal, increased tone or any changes in spasticity control. The battery should not be dead at this time as pump eri was 3 months, low reservoir date (B)(6) 2013. Pump replaced on (B)(6) 2013 and therapeutic dosing achieved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.